Event description:
Patient here for outpatient bronchoscopy with computer image assist and endobronchial ultrasound. Patient in procedure room, time-out performed, pt general anesthesia started. Initial airway inspection bronchoscopy performed. When starting the robotic bronchoscopy portion of the procedure. Intuitive ion system giving error message that "catheter guide connection needs to be cleaned". Steps performed to trouble shoot with no success. Intuitive technical support called, and they were unable to remediate issue with trying three different catheter guides. Decision made to abort procedure due to equipment malfunction. Patient woken up and taken to recovery. Will need to reschedule procedure.